Manufacturer narrative:
One-day post stent implant, the patient suffered a neurological event and was diagnosed with a stroke (ischemic). The event (stroke) was noted unrelated to the cordis products and related to the index procedure. The patient was discharged six days post stent implant with a nih (national institutes of health) stroke scale score and rankin stroke scale score of (0). Aspirin and clopidogrel was administered pre, post procedure and discharge. This product remains implanted in the patient and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated the patient suffered a stroke one day post precise stent implant. This patient was enrolled in the registry for carotid stenting. At baseline, the patient's nih (national institutes of health) stroke scale score and rankin stroke scale score were not documented. The patient was asymptomatic. The target lesion location was left ostial internal carotid artery (l6) with no occlusion in contralateral side. The target lesion diameter stenosis was 80% with lesion length 15.0mm and reference diameter 6.0mm. Total length of stented segment was 30.0mm. Qualitative lesion calcification was described as mild and vessel tortuosity by visual inspection was also mild. An arch type-ii was present. Thrombus was not seen at the lesion site and pre-dilatation was performed. The angioguard prepped and deployed successfully. One precise stent was deployed at its intended location. There was no stent malfunction reported. Upon retrieval of the angioguard device, there was no debris found in the basket. The procedure was completed with a 10% final residual in lesion stenosis and uneventfully.